Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), the dilator tuohy was overtightened in the wrong direction, and snapped the rotating portion where it could no longer close. Therefore the sgc was not used and was replaced. There was no clinically significant delay in the procedure.